Manufacturer narrative:
Evaluation summary: the driver fractured via an overload condition. Material analysis shows the device had been properly heat treated and will exhibit the specified material characteristics. Although the driver is composed of non-biocompatible material, the driver tip is enclosed within the screw and insert. A medical assessment indicates there is minimal health risk to patient. There will be no additional risk to the patient, as the screw and driver tip are compatible metals. The returned driver was manufactured after CAPA, which improved the engagement between the driver and screw head. Although the design was improved, the results of the design validation testing indicated that the tip remained susceptible to deformation at extreme angulations of the driver tip within the screw head. The design intent is to deform rather than to deform and/or break the screw (implant). To further reduce the likelihood of this event, it is recommended to pre-drill using the appropriate drill bit, use the custom drill guide to reduce angulation, and ensure proper engagement exists between the driver and

Event description:
It was reported that "the surgeon was attempting to implant a bone screw into a 50mm psl acetabular cup when the tip of the universal driver shaft broke off into the screw head. Th screw hole had been drilled to a depth of 50mm with a 4.0 mm x 60mm stryker drill bit. The tip of the universal driver shaft remained lodged in the head of the 50mm screw. The surgeon tried various techniques to remove the tip, but was unsuccessful. Surgeon then made the decision to place an "e" 32 mm, 0 degree trial insert into the psl acetabular shell. The trial seated properly. The implant also seated properly.